Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 161 mg/dl. The customer stated that he had a wet screen when he started getting dinner. The customer stated that the pump fell into the bathtub. The customer stated that there is fluid under the lcd display. The customer stated that the screen started to work at work and started to gradually fade away. The customer was advised to insert new aaa alkaline batteries. The customer stated that the pump has not been dropped or bumped. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.